Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (unknown ID) was implanted in a (B)(6) female via l-p shunt on (B)(6) 2019 with unknown setting. Due to shunt failure, a hakim v-p shunt (ID 823842) was added on (B)(6) 2021. The v-p shunt pressure was reduced to 30 mmh2o and the patient was in the follow up. A year later, hydrocephalus was confirmed by CT and on (B)(6) 2022, the hakim valve (ID 823842) was removed and replaced.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR) - the valve, product code 82-3842 with lot 4335782, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.